Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor readings. The customer states they received low readings and the device suspends itself. The customer states there are large differences in the readings. The customer's blood glucose level was 120mg/dl, and their sensor reading was 49mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised to monitor the device, and educated on possible factors contributing to readings. The customer called back and states the issues persist. The customer's blood glucose level was 123mg/dl and sensor reading 70mg/dl. The difference was not within the acceptable range. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor, performed the continuity resistance test and the sensor failed per specifications.